Event description:
It was reported that the customer had an unspecified cartridge issue. Although requested, no additional information was provided by the customer. The customer¿s blood glucose (bg) level was displayed as ¿high; however a specific value was not provided. A cartridge change was performed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.